Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were not getting any pain relief and the issue began about a week ago. Patient stated they had an MRI last week and the device had been acting up ever since. Patient's stimulation would turn back down to 1. During the call agent walked patient through adjusting stimulation. Patient was able to turn up stimulation to 4.3 and turn stimulation down to 4.2. Patient then saw 1 and agent reviewed with patient that they were seeing program 1 but that did not mean that their stimulation was turned down to 1. Patient was able to decrease to 4.1 and also increase to 4.2. Agent redirected patient to their hcp to address the issue. Initially patient stated they got a 'cable disconnected' message then denied that they had charging issues, instead patient had stimulation issues.